Event description:
It was reported that during a hip procedure on (B)(6) 2012, the inside part of the packaging was broken so the implant was no longer sterile. No other recap/magnum cup shells were available so the surgeon elected to convert the surgery to a total hip replacement. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product has been requested to be returned. Upon return of item and completion of evaluation, a follow-up report will be sent to the FDA. Manufacture date - unknown.

Manufacturer narrative:
The foams from the blister and the tyvek lid were not returned with the complaint, but the general condition of the returned box indicated it had been handled roughly which could be a reason for the breakage of the pouch. The manufacturing history shows that the items were packed with the correct packing materials with no deviations or abnormalities. The remainder of the lot has been used with no similar complaints. Confirmation from the pouch vendor indicated no changes were made to the material specification that could cause a weakness. Without further information, the breakage of the inner packaging pouch seems to have broken due to rough handling of the product packaging.